Manufacturer narrative:
Investigation: bd received photos from the customer facility for investigation. The customer photos were evaluated and the customer¿s indicated failure mode of hemogard¿ stopper / shield separation with the incident lot was observed. Additionally, retention testing was conducted on the incident lot (obtained from bd supply) and hemogard¿ stopper / shield separation was observed. Bd is aware of this issue and as a result, corrective actions have been established and are in the process of being implemented. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Note that additional investigation is in progress as the customer samples are being sent to the manufacturing facility for evaluation. This report summary will then be updated. Based on evaluation of the customer photos, the customer¿s indicated failure mode of hemogard¿ stopper / shield separation with the incident lot was observed. Further investigation has been initiated. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. A CAPA has been initiated to document the investigation and root cause analysis of the reported incidents. The CAPA investigation is currently on-going and will be updated as potential root cause(s) are identified. Based on an assessment of severity and frequency, it was determined that a corrective action (CAPA) is required at this time. A CAPA was initiated to determine the root cause associated with hemogard¿ stopper / shield separation and implement corrective actions in order to reduce/mitigate further occurrence of this issue. The CAPA investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified. Actual samples have been received. Once investigated, a supplemental will be filed.

Manufacturer narrative:
Investigation: bd received samples & photos from the customer facility for investigation. The customer samples & photos were evaluated and the customer¿s indicated failure mode of hemogard¿ stopper / shield separation with the incident lot was observed. Additionally, retention testing was conducted on the incident lot (obtained from bd supply) and hemogard¿ stopper / shield separation was observed. Bd is aware of this issue and as a result, corrective actions have been established and are in the process of being implemented. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Based on evaluation of the customer samples & photos, the customer¿s indicated failure mode of hemogard¿ stopper / shield separation with the incident lot was observed. Further investigation has been initiated. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. A CAPA has been initiated to document the investigation and root cause analysis of the reported incidents. The CAPA investigation is currently on-going and will be updated as potential root cause(s) are identified. Based on an assessment of severity and frequency, it was determined that a corrective action (CAPA) is required at this time. A CAPA was initiated to determine the root cause associated with hemogard¿ stopper / shield separation and implement corrective actions in order to reduce/mitigate further occurrence of this issue. The CAPA investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was a closure separation after centrifugation, with the bd vacutainer® brand sst ii tubes containing silica and gel 8.5ml. There was no report of injury or medical intervention.